Event description:
Boston scientific received information that a dissected right ventricular (rv) lead was found during a post procedural follow-up. The patient referred no symptoms and no adverse patient effects were reported. A surgical lead revision to reposition the lead will be scheduled. This lead remains in service. Additional information received that the patient underwent a surgical lead revision which successfully repositioned the lead. The patient was stable and no adverse patient effects were reported. This lead remains implanted and in use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.